Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the eccentric, de novo lesion was located in the proximal left circumflex, which was moderately tortuous, moderately calcified, and 75% stenosed. The vessel diameter is 4.0 mm and the length is 10 mm. The voyager 4.0 x 15 balloon catheter was being used for pre dilatation and the balloon ruptured at 8 atmospheres after 30 seconds during the first inflation. The procedure was completed with no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all relevant information.